Manufacturer narrative:
Programmer model 3037, serial # (B)(4), lead model 3093-33, lot # v457457, implanted: (B)(6) 2010, explanted: (B)(6) 2011.

Event description:
It was reported that the patient had her system explanted due to pain at the implantable neurostimulator (ins) site and the lead. It was also reported that the patient was allergic to nickel, and the lead contained a nickel alloy. Following the explant the patient's pain was not as great. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient had a hip problem, which caused the reported event. The hcp stated that, in his opinion, the event was not due to the implantable neurostimulator or the lead. There were no abnormal impedances or signs and symptoms associated with the event. It was reported that the implant was explanted, there was no patient injury, and the patient did not require hospitalization. The explant date provided by the hcp differed from the explant date provided by the original reporter. It was noted that the patient was referred to an orthopedic surgeon.